Manufacturer narrative:
(B)(4). It was reported that during a procedure all the signals disappeared on all the channels including the 12 leads of bs ecgs and all ic (intracardial) recordings from carto and ep recording systems simultaneously. It happened prior to the ablation. The physician switched the catheter cable and then continued the case with all the signals present. No patient injury was reported. Two (2) cables were involved in this complaint. Analysis result of cable #1 upon receipt of the returned cable, it was visually inspected and was found in normal conditions. The device was tested according to the complaint reported, the cable was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint for the first cable cannot be confirmed. Analysis result of cable #2 upon receipt of the returned cable, the cable was tested. It was found that the cable shorted, the shell was broken and a pin was bent on p1 connector. It was determined that the shorting during the electrical test was caused by the bent pin. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. It was concluded that a bad condition existed on the cable; however it cannot be determined if the cable contributed to the loss of signals.

Event description:
It was reported that during a procedure all the signals disappeared on all the channels including the 12 leads of bs ecgs and all ic (intracardial) recordings from carto and ep recording systems simultaneously. It happened prior to the ablation. The physician switched the catheter cable and then continued the case with all the signals present. No patient injury was reported.

Manufacturer narrative:
Concomitant bwi product used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4).